Event description:
It was reported by the patient that they underwent a failed rny revision procedure along with a partial small bowel resection on (B)(6) 2009 and mesh was implanted to keep the pouch from stretching out again. The patient developed marginal ulcers, gastric also duodenal and their weight never stabilized. The patient also experienced severe pain, ongoing nausea, recurrent vomiting, extreme gastrointestinal reflux, extreme constipation and associated pain with bowel movements decreasing to about every 10-14 days, chronic dehydration with associated anemia, exhaustion, and difficulty with daily functioning. Eventually the patient could only consume liquids, protein shakes and crackers. All symptoms increased over time. The patient's caloric intake was often only about 400-500 cal/day. The patient reported that it was clear that the gastric pouch was not emptying. After numerous diagnostics, the patient consented to surgery and the mesh was removed on (B)(6) 2012. The stoma opening was very constricted due to excessive scarring from the mesh. The surgeon had to remove a section of the pouch in order to take out the implant. No additional information was provided.

Manufacturer narrative:
(B)(4) - gastrointestinal reflux; constipation. Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).